Manufacturer narrative:
A gambro technical services (gts) field representative checked the arterial and venous pressures, which were found within manufacturer's specifications. No corrective action was taken, as reported on the service report. Regarding the reported incident, we can draw the following considerations: the phoenix operator's manual (section 9-42: "specifications", sw rev. 3.25, version 2003 warns: "monitoring of the venous pressure could not always detect the disconnection of a venous needle from its site, which may result in extracorporeal blood loos to the environment. When a venous needle disconnects from its access, pressure at the venous monitoring side may only decrease by the pressure maintained within the pt's access site. This pressure drop may be less than the width of the machine's venous pressure alarm window: in this particular case the disconnection of a venous needle from its access site is not detectable by the machine, even if pressure alarms and alarm windows are properly set. To reduce the risk of needles disconnection, ensure that needles are firmly secured to the access site area". While a requirement exists to detect a pressure drop in the venous line, which may occur when the needle is disconnected, the pressure drop may not be enough to cause a pressure decrease such as to set off an alarm. This is common to all other currently marketed chronic or intensive care dialysis machines. In conclusion, the phoenix machine met manufacturer's specification.

Event description:
Customer reported that the venous line came out of left central venous catheter 1 hour 17 minutes into treatment. Patient lost approximately 700 cc of blood. To the patient was given 1800 cc of saline and they were sent to emergency room (ER) where they received 2 units of packed cells. Hematocrit at the start of treatment was 34. Hematocrit taken at emergency room was 25. The nurse indicated that the site had been covered. No long-term effects to pt. Patient returned to regular dialysis scheduled.